Event description:
During open heart surgery the pencil ignited when activated. A second pencil was opened and used and it ignited on a sponge. O.r. Team believes it was due to the presence of oxygen. The case was finished with the second pencil with no more problems. There was no pt injury. This report is for the first pencil.